Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also reported that the patient was given injections to treat the pocket pain. The physician revised the pocket site and the patient was reportedly doing fine.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also reported that the patient was given injections to treat the pocket pain. The physician revised the pocket site and the patient was reportedly doing fine.